Event description:
The user facility reported patient with complicated small aortic root and calcified valve have a 5.5 pump placed to support the patient and have surgery/coronary artery bypass graft for the coronary microvascular disease. The pump placement did occur despite anatomic limitations, but during the placement caused ventricular tachycardia and the patient was cardioverted x1. When in the operating room the patient suffered a the left ventricle perforation that was treated by chest tubes for the bleeding and surgical topicals and fibrillation. The patient did expire after the 3 days of support despite all efforts.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Cardiac perforation: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.